Event description:
It was reported that the bd pyxis¿ medstation¿ es encountered bio metric identifier issues with black screen and multiple logins attempts after es 1.11 upgrade. However, there were no delays to patient care and no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device encountered bio metric identifier issues with black screen and required multiple logins attempts after es 1.11 upgrade. A technical support specialist dialed into the station, performed bio metric identifier push as per bio metric identifier lumidigm update package 1.3 release for es - failure recovery fix, and sent email to customer for validation. The system functioned as intended after the technical support specialist troubleshot the device.